Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2015, patient of unknown age and gender presented for an microwave procedure. During the procedure, when the treating physician noted the tip of the applicator probe appeared to be bent. The device was set aside and the procedure was successfully completed using a new of the same device. There was no report of patient harm or injury due to this event. It was reported the disposable device is available for return the manufacturer.

Manufacturer narrative:
Returned for evaluation was one used pmta accu2i intermediate applicator. Visual examination noted that the tip of the applicator was bent approx. 40 degrees. Functional testing could not be conducted due to the condition of the returned sample. The reported complaint description of the tip being bent is confirmed. A definitive root cause for the reported complaint description cannot be determined. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the lot history records was performed for the reported applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to with catalog number contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).